Event description:
The stent dislodged in the pt's external iliac artery. The stent was removed without difficulty and the pt might have minor trauma. The procedure was finished with the same product (different lot number). There is no additional info at this time.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.